Manufacturer narrative:
Photos were provided for review. The customer's complaint of damaged power cords were confirmed. The product was not returned by the customer, and as a result a complete product evaluation could not be performed. A device history review (DHR) was performed. No problems or issues were identified during this DHR review.d4: UDI information is unknown. Premarket (510k) number is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the power cords are damaged. No patient injury was reported.